Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms include swelling and redness at the site. The physician did not believe that the infection was device related. The patient was prescribed antibiotics and underwent an explant procedure. No further information can be provided to bsn.